Event description:
Device malfunction: tip detachment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure of an unspecified artery, the fox sv was used over a 0.018 guide wire, but could not be advanced. The catheter was removed and it was noted that the radiopaque tip had detached and remained on the guidewire in the sheath. The physician removed the guide wire and the sheath from the pt's anatomy and successfully retrieved the detached tip from the sheath without incident. There was no reported adverse pt effect. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.